Manufacturer narrative:
Additional information: there was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the everflex entrust device, after hawk atherectomy, during procedure to treat non calcified lesion in the mid superficial femoral artery (sfa). The artery was not tortuous. A non-medtronic 6fr sheath and 0.035'' guidewire were used. It was reported that the physician tried to deploy the stent. After a couple of clicks of the roller ball the roller ball failed to deploy the stent and spun freely. About 3cm of the stent did come out. With no way to get the rest of the stent out the physician decided to take the cover off the stent handle to manually pull the string to deploy the stent. He knows this is off IFU but had to get the stent deployed in the patient. After opening the side of the handle he noticed that there was not a string to pull in order to deploy. After several attempts to recapture the stent he pulled the stent back into the sheath and was able to finally get it deployed in the common femoral artery. The procedure was completed by putting another stent in the intended part of the artery. No patient injury.

Manufacturer narrative:
Additional information: the second everflex entrust stent was used successfully, with no device malfunction or issue with deployment. The issue was only noted with the first everflex entrust stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer returned 3 images. Image 1 shows an entrust device with the handle opened and the pull wire is broken. Image 2 shows a device in the patient¿s vasculature with the stent partially deployed. Image 3 shows an entrust device with the handle opened and the pull wire broken. Product analysis: the everflex entrust device was returned to medtronic investigation lab for evaluation. The device was returned coiled in a plastic bag inside 2 biohazard bags. The device was returned with the handle detached. Only one half of the handle parts returned is from the actual device and the pull wire was detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.